Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported issue. The fse removed the arm rest, and the issue was cleared. The fse cleaned the touch pad of debris, reinstalled the arm rest, and performed the touch pad calibration. The issue cleared and was tested across 3 reboots. The system was verified and ready to use. The issue was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon side console 2 (ssc) kept making the surgeon match grips. There were no foam blocks or obstructions with the head rest and the customer was positive that the surgeons were keeping their heads in the ssc when the issue was occurring. The surgeons moved to the other console and reported they did not notice the issue here. It appeared the issue was isolated to the ssc2. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site's intuitive liaison was contacted once it was reported. Multiple surgeons had this issue, and the intuitive representative reported it to the engineers. All of the procedures were completed robotically. One surgeon moved to the second console available in order to complete the case. The procedures were not converted.